Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was slanted verses straight and was hard to press to turn the pump on. Blood glucose was 110 mg/dl. Customer continued to use pump for insulin therapy.